Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the otw graftmaster instructions for use (IFU) states that the jostent graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts less than or equal to 2.75 mm in diameter. Further, a review of the labels attached to the device history record for this lot was conducted and the label indicated an expiration date (use by date) of 31-march-2012, and the implant procedure date is (B)(6) 2012, which is approximately (B)(6) post expiration. It should be noted that the IFU states to carefully inspect the sterile package before opening. It is not recommended that the product be used after the use before date. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
Subsequent information received noted the graftmaster stent was used to treat an acute aneurysm of the right radial artery.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - use after expiration; indication for use, aneurysm. The customer reported the stent remains in the patient. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the graftmaster stent was used to treat an aneurysm. The graftmaster stent was deployed and sealed the perforation. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.